Event description:
The physician successfully implanted a 3.0mm diameter x 30mm length endeavor rapid exchange (rx) drug-eluting stent a cass#1-2, resulting in 0% stenosis. Pre-dilatation was performed with a 3.5mm diameter x 15mm length balloon at 20 atm. No abnormalities were noted during the stent deployment. During the procedure, a coronary artery vessel perforation occurred. A balloon was used to stop the bleeding. The account reported that the event was not related to the study device but was related to the pci procedure. The patient recovered and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results - perforation caused by another device used in the procedure; vessel perforation. Conclusions - perforation caused by another device used in the procedure.